Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and guided the customer through the reset process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Technical support instructed the customer to call back if any malfunction code reappears, which the customer acknowledged and understood.